Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port are identified in d2 and g4. Manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one x-port isp implantable port with kit components were returned for sample evaluation. Gross, visual and dimensional observation were performed. Multiple kinks were noted throughout center to distal portion of the guidewire. Slight stretching was noted on the distal guidewire portion, proximal to the j-tip. No uncoiling and protruding core wires were noted throughout the guidewire. No other anomalies were noted. Therefore, the investigation is confirmed for the reported deformation due to compressive stress and stretched issues. Based on the measurements recorded during sample evaluation and applicable drawings, no measurements recorded could be confirmed to be out of tolerance. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (device, method, result, conclusion). Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp implantable port. During preparation, the guidewire was allegedly found bent and fried at the end upon opening the box. The procedure was completed by replaced with another device. There was no patient contact.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the x-port isp implantable port that are cleared in the us. The pro code and 510 k number for the x-port isp implantable port are identified in d2 and g4. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a port placement procedure using the x-port isp implantable port. During preparation, the guidewire was allegedly found bent and fried at the end upon opening the box. The procedure was completed by replaced with another device. There was no patient contact.